Manufacturer narrative:
Correction: upon further review it was noticed that code 2227 was not initially included and is being included to address the halo symptom. Section h6: health effect - clinical code: code 2227 - halo. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section d-9: device available for evaluation: yes. Section d-9: device date returned to manufacturer: feb 05, 2024. Section h-3: device evaluated by manufacturer: yes. Device evaluation: visual inspection of the complaint lens reveal that it was cut in half and coated in viscoelastic residue. The lens was cleaned and no issues that could cause or contribute to the complaint issue was observed. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Therefore, there is no indication of a product deficiency or product malfunction. Manufacturing record review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search of complaints related to this production order was performed. Conclusion: the complaint issue reported could not be confirmed and no product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was explanted from the patient's eye. The lens was explanted due to dysphotopsia profile - halos, glare. Suspect iol was replaced with another different model johnson and johnson iol. No other information was provided.

Manufacturer narrative:
Section a4 and a5: unknown/ asked but not available. Section b3:unknown/ asked but not available. Section d6a: if implanted, give date: unknown/ asked but not available. Section d6b: if explanted, give date: unknown/ asked but not available. Section h3: other 81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.